Manufacturer narrative:
(B)(4) date sent: 06/12/2025 d4: batch #453d08. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and the anvil knife slot was noted to be damaged. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. After further evaluation, the analysis showed the knife wings were broken off. The wing of the knife was not returned for analysis. No functional test was performed due to the condition of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Additionally, four photos were provided and they showed a staple line on the tissue, however no malformed staple or incomplete staple line could be observed. The events reported were confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 453d08, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 05/30/2025 b3: only event year known: 2025 d4: batch #unk additional information was requested, and the following was obtained: did the device deliver any staples? Yes if yes, were the staples formed properly? Not all of them, distal potion did not form if yes, was the staple line complete? No did the device cut? If yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No indication of dull knife was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a9783r, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that two devices performed inadequately. Unknown how the case was completed. There was no patient consequence nor surgical delay reported. No additional information provided.